Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a severed white power cable and pump off was confirmed via testing of the returned product and the downloaded log files. The system controller (B)(6) was returned for analysis with a severed white power cable. Prior to any functional testing, the power cables were replaced in order to test the returned controller. Upon opening up the controller damage to the inductor (l57), capacitor (c18), and diode (d84) were observed to be damaged. The damage was consistent with a short where the underlying trace was also found to be compromised. The power cables were replaced and the unit underwent preliminary testing. The log files were retrieved. The system controller was connected to a mock circulatory loop and the system controller was unable to support the pump during this time. Of note, both f6 and f7 fuses were compromised. During this time an active controller fault alarm was observed consistent with the compromised components. The fuses f6 and f7 were replaced, and the system controller was connected to a mock circulatory loop once again. The system controller was able to now support a pump for an extended duration without any issues or alarms despite the compromised l57, c18, d84 components, and underlying trace. The reported event of the pump being off was reproduced and the issue was isolated to the compromised f6 and f7 fuse components. Additionally, due to the extent of the damage, the components l57, c18, and d84 were unable to be successfully replaced and no further troubleshooting was performed. The downloaded log files revealed that throughout the duration of the log file (20may2025, 15:07:27 - 17:51:46 per the timestamps), the pump speed was captured to the be 0 rpm, consistent with the reported events. The duration of the reviewed log file revealed active controller_internal_fault, power_cable_disconnect, loss_of_lvad_comm, low_flow, and lvad_off alarms. The power cable disconnect alarm was consistent with the white power cord being severed as the relative state of charge and bus voltages were observed to be approximately 0 volts. The onset of this alarm is not captured in the log file. The observed controller_internal_fault alarm was consistent with the damaged f6 and f7 components observed during product testing. The observed loss_of_lvad_comm and lvad_off was associated with active (f20) com_b_fault, (f19) com_a_fault, (f5) pwr_b_broken, (f4) pwr_a_broken, (f3) ocp_b_open, and (f2) ocp_a_open faults. The active (f3) ocp_b_open, and (f2) ocp_a_open faults were also consistent with the observed compromised f6 and f7 fuses observed during testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the white power cable was severed, if there were any patient symptoms due to the pump stop, the patients condition, and log files from the damaged controller); however, no additional information was provided. A root cause for the reported severed white power cable was unable to be conclusively determined through this investigation. However, a root cause for the reported pump stop was determined to be compromised f6 and f7 fuses. A further root cause for the compromised fuses could not be conclusively determined through this investigation; however, the damage is consistent with the observed damaged l57, d84, and c18 components as well as underlying trace. Incidental findings: of note, multiple no external power alarms are captured throughout the log file associated with the black power cable being disconnected while the white power cable was in the observed severed state. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ instructs users on what actions to take for all alarms that sound from their controller, including alarms associated with power cable disconnect, low voltage advisory/hazard, no external power, controller fault, and backup battery fault conditions. For controller fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. A), section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the hospital after having completely severed their white data/power cable for an unknown amount of time, but it was assumed to be approximately 4 hours. The patient did remain on a charged battery connected to the black cable; however the ventricular assist device (vad) was off. The pump running symbol was off, and the pump was confirmed to be off by auscultation. A system controller exchange was performed successfully, and log files were obtained. The events noted on the log files did not display the entire log, and any events were noted from inaccurate dates. Log files were sent for review, and the event log contained data from what appeared to be the former backup system controller (data from 2023) as well as limited data following the exchange. The pump appeared to have ramped up to the programmed set speed with controller clock invalid alarms. The clock alarms appeared to have resolved once the clock was synced. No abnormal system controller alarms or pump faults were seen in the limited data. The pump appeared to be operating as intended.